Manufacturer narrative:
Examination of the submitted devices did not find any evidence confirming the reported device loosening; however, the examination confirmed anticipated polyethylene wear for polyethylene devices implanted for approximately 16-1/2 years. The investigation did not reveal any evidence of product error and the need for corrective action is not indicated. In addition, the product codes are obsolete items. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the femoral and tibial. Poly wear and osteolysis were discovered intraoperatively.